Event description:
It was reported that this right ventricular (rv) lead has exhibited a gradual increase in shock impedance that reached out of range measurements. This rv lead remains in service. No adverse patient effects were reported.